Manufacturer narrative:
Insulin pump powered up properly after battery installation. The battery cap fits and removes properly from the battery compartment. Insulin pump received with the operating currents within spec and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Insulin pump was monitored and no unexpected failed battery test or battery out limit alarms occurred during testing. Insulin pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer was wearing the device at time of hospitalization. Customer was at a bar drinking prior to the high blood glucose. During troubleshooting, device passed the high pressure test. Customer mentioned device had alarmed battery out limit alarm and failed battery test alarm. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no obvious insulin odor noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, and reservoir compartment during our visual inspection. The insulin pump passed the displacement accuracy test.